Manufacturer narrative:
The product has been requested for eval, however, it has not yet arrived for eval. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report rec'd from (B)(6) stating "does not enter by a 1.5/1.7 incision. No pt impact."